Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 to harvest the saphenous vein. While initially setting up the device for the harvest, the harvester attached the conical tip to the endoscope. It was immediately noticed that the conical tip appeared to be dirty on the inside. The tip was removed and the endoscope and the conical tip were wiped off. The conical tip was reattached to the endoscope and it unfortunately still appeared to be dirty. Due to this appearance, the device was deemed not safe to use due to possible sterility concerns and reduced visual field from the obstructed view. The device was removed from the surgical field and a new hemopro 2 kit was opened. No further issues occurred and the harvest was completed without complication. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/15/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on and inside the conical tip. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained, however blood was observed in the image. Based on the returned condition as well as the evaluation results, the reported failure "poor quality image" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000261665 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.